Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient receiving vancomycin drug via main line alaris pump with alaris pump tubing. Alarm went off during administration and the tubing had come apart at a junction and fluid was running onto the floor. Tubing was secured and taken to materials management for the company rep." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing had come apart was confirmed. The set was received separated between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set and no ring retainer indentation was observed around the end of the silicone pump tubing. The root cause of the separation is a manufacturing error in which the ring retainer was not assembled with the pumping segment.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient receiving vancomycin drug via main line alaris pump with alaris pump tubing. Alarm went off during administration and the tubing had come apart at a junction and fluid was running onto the floor. Tubing was secured and taken to materials management for the company rep." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.